Event description:
A surgeon reports that following intraocular lens (iol) surgery, a patient experienced persistent increased iop (intraocular pressure) and pigmentary dispersion. The iop normalized with topical and oral anti-glaucoma medication. The patient also complains about transient hazy vision during the day. According to the surgeon, the hazy vision corresponds to iop peaks. The association between this event and the iol is not known. Additional information has been requested.